Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported via the manufacturer representative that the patient complained of the charging burden. The patient was charging 3-4 hours at a time and wanted a replacement with a newer model. No external or patient factors were noted that may have contributed to the issue. The stimulator was replaced with the newer model. The issue was resolved at the time of the report. No patient symptoms reported.